Event description:
The manufacturer received information, regarding a dreamstation auto CPAP. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted, when the manufacture's investigation is complete.